Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4193 implantable pacing lead (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006. (B)(4).

Event description:
It was reported the device battery depleted prematurely. It was also reported the left ventricular lead demonstrated high threshold values. The device was removed and the lead was capped. A new device and lead were implanted. No patient complications have been reported as a result of this event.